Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device lot #: lot was reported, however, this is not a lot # manufactured for the reported catalog #. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd venflon pro safety safety venous indwelling catheter there was foreign matter found. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: point needle with loose plastic.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 3 photos submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported while using bd venflon pro safety safety venous indwelling catheter there was foreign matter found. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: point needle with loose plastic.